Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Correction: additional products: serial #: (B)(6) d10: yes, (B)(6) 2022, h3: yes, h6:FDA method code(s): b01 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 revised product event summary: two (2) batteries (B)(6) were returned for evaluation. A review of (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the battery (B)(6) revealed the battery passed visual inspection and functional testing. As received, the battery was depleted. The battery was able to adequately charge and provide power to a test controller. Failure analysis of the battery (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. Additionally, the charge and discharge field-effect transistors (fets) were disabled. The safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flag and resulted in the battery regaining functionality. An internal inspection of (B)(6) revealed a lifted cell weld on one of the cell pairs causing an intermittent connection which prevents the battery from adequately providing power to the controller and/or charging on a battery charger. This is an additional finding not related to the reported event. The most likely root cause of the welding defect can be attributed to an improper assembly during the manufacturing process. (B)(6) was in scope of fa1257 which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the spot weld between the 5x and 3x cell pack. As a result, the reported battery not providing power/ not being recognized on the controller event associated with (B)(6) was confirmed. The reported battery not charging event associated with (B)(6) could not be confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported (B)(6) not providing power and not being recognized on the controller event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of f a1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery was not providing power and it was not recognized by the controller when it was plugged into the controller. It was also reported that a second battery was not charging. Both batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products:brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de/ expiration date: 31-oct-2021/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, mfg date: 09-oct-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) batteries (B)(6) were returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. As received, the battery was depleted; however, the battery was able to adequately charge and provide power to a test controller during bench testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. The safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flag and resulted in the battery regaining functionality. An internal inspection of (B)(6) revealed a lifted cell weld on one of the cell pairs. This is an additional finding not related to the reported event. The most likely root cause of the welding defect can be attributed to ]improper assembly during the manufacturing process. Scapa pr00569429 is investigating this issue. (B)(6) was in scope of fa1257 which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the spot weld between the 5x and 3x cell pack. As a result, the reported battery not providing power/not being recognized on the controller event associated with (B)(6) was con firmed. The reported battery not charging event associated with (B)(6) could not be confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported (B)(6) not providing power/not being recognized on the controller event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries (bat932257, bat904866) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the battery bat904866 revealed the battery passed visual inspection and functional testing. As received, the battery was depleted. However, the battery was able to adequately charge and provide power to a test controller. Failure analysis of the battery bat932257 revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. Additionally, the charge and discharge field-effect transistors (fets) were disabled. The safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flag and resulted in the battery regaining functionality. As a result, the reported battery not providing power event associated with bat932257 was confirmed. The reported battery not charging event associated with bat904866 could not be confirmed. A possible cause of the reported battery not charging event can be attributed to a marginal connection between the battery and battery charger. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported battery not proving power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.